Event description:
Related manufacturer reference number: 2017865-2022-44332. It was reported that a patient presented in-clinic, where the patient's right atrial (ra) lead and implantable cardioverter defibrillator (ICD) were explanted due to an unknown issue. The ra lead and ICD were explanted on (B)(6) 2022. No adverse patient consequences were reported.

Event description:
New information received notes that the patient's right atrial (ra) lead and implantable cardioverter defibrillator (ICD) were explanted due to infection. No additional patient consequences were reported.

Manufacturer narrative:
Correction: b1: field should only be marked "adverse event". A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.